Event description:
It was reported that the patient will attend an inflatable penile prosthesis (ipp) surgery to remove and replace all components due to cylinders are not inflating. Date of surgery has not been defined. No patient complications have been reported.